Event description:
This rv lead was implanted on (B)(6) 2008 and was capped on (B)(6) 2016 due to and unknown product performance issue. The phsyician was dr. (B)(6) at (B)(6) hospital and medical center in layton, ut. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).